Event description:
The pt ahd been experiencing severe increased tone and spasticity. The hcp did a catheter revision in 2003. The pt continued to have problems. The pump was found to be "malfunctioning" and was replaced. Two months later, pt still having problems. Indium study shows pt is not receiving drug in intrathecal area. Pt will most likely return to surgery as soon as possible."